Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to perform the o2 accuracy test per sb86600200a and was provided with the part number for the flow sensor assembly and discussed installation. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.